Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further review of the complaint it was inadvertently documented in the event description that the motor on the device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device had a damaged hose. The event description has been updated to report that the small battery drive device motor was seized, jammed, heavy moving and the handpiece had no response when triggered. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, oscillation angle, switching function and triggers and electronic control unit function. It was noted in the service order that the device handpiece stopped working. If additional information should become available, a supplemental medwatch will be submitted accordingly.